Event description:
During the evaluation of the device at the third-party service center, the device was visually inspected pca was burned. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.